Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle was still in pre-deployed position and there were no slacks on the sutures. During the investigation, the interlock tabs were squeezed and the hub was rotated 360 degrees without a problem. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation, the device performed according to specification, therefore, the cause for reported complaint could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar after an interventional procedure. Reportedly, the hub could not be rotated, so the unit could not be used. Hemostasis was achieved using a second prostar xl device. The vessel closure was performed as expected. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.